Event description:
In 2005 a patient was implanted with a gore tag thoracic endoprosthesis. An angiogram and computed tomography scan revealed that the patient's left common carotid artery was unobstructed. The patient was neurologically stable. Three days post implantation the patient suffered from a small left sided cerebrovascular accident. Ten days post implantation the patient had a large left sided cerebrovascular accident. A post mortem analysis revealed that the graft slipped and moved proximal to the patient's left common artery.

Manufacturer narrative:
It was reported that the device is available for evaluation. However no contact information is available and the device was not returned.